Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample has not been performed as it was discarded by the user center. The root cause of this incident cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that a pt with a history of hypertension and a lica giant aneurysm underwent balloon test occlusion. After 5 minutes a change in neurological status was observed. During a scan air was observed. The pt was admitted to the ICU and the following day showed resolution of air. The pt was discharged on (B)(6) 2013. The pt was reported to be fine. No harm or injury was encountered.